Manufacturer narrative:
Device passed displacement test, rewind test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. No unexpected rewind anomalies noted. Device received with stripped battery cap coin slot, cracked battery tube threads, minor scratched lcd window and broken reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that motor sounds louder than previous insulin pump and motor possibly seems to be moving slower than before. The customer stated that some black spots starting to appear in parts of the screen like there was separation in the layers of the hardware and battery cap starting to seem stripped. The insulin pump will not be returned for analysis.